Event description:
Reporter indicated a hp jornada vns computer was freezing during interrogation. Product analysis was completed on the returned jornada computer and installed 7.1 software. The flashcard was requested but has not been returned to date. Analysis of the jornada computer and installed 7.1 software did not identify any anomalies and the computer and software performed per specifications. Attempts to obtain the flashcard are in progress.